Manufacturer narrative:
Date of event is estimated. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2019-03536. It was reported the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2019 during which the existing leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2019-03536. Additional information received indicates that the lead migration was confirmed with x-rays.